Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: according to the available information, there were no negative consequences for the patient. The device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to the specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the quality standards as well as the device history records it is exclude a material or manufacturer caused error. There are no indicators for a manufacturing related error. It is assumed an insufficient usage as the root cause of the incident.

Event description:
It was reported by the healthcare professional to the company sales representative "impossible to extract the mandrel from the trocar. Customer refers that there have been three different attempts with high potential risks and prolonged intervention times."